Manufacturer narrative:
Complaint conclusion: prior to insertion into the patient, a 6 x 250 mm 150 cm saber balloon catheter (bc), would not hold pressure. It was ¿like a small leak somewhere, not in balloon portion though.¿ there was no patient injury reported as the device was not clinically used. The procedure was completed with a new device. The device will not be returned for analysis as it was discarded. This was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa). The device was stored, inspected and prepped per IFU. It is unknown if the leakage was noticed in the outer body or in the guidewire lumen. It was reported that the user used ¿something¿ to knock the hub to get air bubbles out of chamber. No additional information was available. The device was not returned for analysis. A device history record (DHR) review of lot 17519162 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, procedural or handling factors may have contributed to the reported event since damage to the balloon catheter¿s shaft or hub could lead to a leakage in the device. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also states, ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
Prior to insertion into the patient, a saber balloon catheter (6 mm 25 cm 150), would not hold pressure. It was ¿like a small leak somewhere, not in balloon portion though¿. There was no patient injury reported as the device was not clinically used. The procedure was completed with a new device. The device will not be returned for analysis as it was discarded. This was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa). The device was stored, inspected and prepped per IFU. It is unknown if the leakage was noticed in the outer body or in the guidewire lumen. It was reported that the user used ¿something¿ to knock the hub to get air bubbles out of chamber. No additional information was available.